Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, information from the field indicated the backup was potentially caused by electrocautery in an unrelated procedure.

Event description:
During follow up, it was noted the device was in backup vvi mode. The physician believed the backup mode was caused by exposure to eletrocautery during an unrelated valve replacement procedure. The device was reprogrammed to resolve the event and the patient was in stable condition.